Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and oversensing resulting in inappropriate shocks. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.